Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as patient mentioned that they went to doctor's office because at the time, they had no control of their bladder and uncontrolled flow of urine. At the time of doctor's visit, they weighed (B)(6). The circumstances that led to the pain and near death experience was due to doctor's lack of understanding about the device and the representative approving the implantation of the device when an infection was present. When doctor input the device into their body, they had an infection at that time and the representative was in the operating room and they called their supervisor to approve the implantation. After the device was implanted, they were in a lot of pain and tried calling doctor on how to work the device but doctor would not return the calls. They went to different doctor after few days of implant and they mentioned that pain and they looked at the implant area. They had "large" abscess where the device had been implanted. Doctor sent them to emergency room as it was life and death situation as per doctor. Original doctor had not seen the patient in hospital until the other doctors at the hospital was planning to remove it. Upon arriving at the hospital, doctors wanted to know the level of pain from 1 to 10 as they said it was 12. They were given morphine and antibacterial by a drip. The doctors felt that they needed that CT scan to see if the might gone to their brain. Original doctor had not seen the patient in the hospital. When the original doctor removed that twelve inch tube from their back, they "just" put a standard band aid on wound. Since the wound was two inches deep and three wide, they should have packed the wound so it could heal from inside out. At this time, they asked him what they going to about the pain that they had gone through and they just "blew" them off and said they solved the bladder inconstancy. Patient was not happy with original implant doctor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported she had pain after implant due to healing, but 5 days after she was in extreme pain. The patient noted she tried calling the healthcare professional (hcp), but he had not returned her calls. The patient ended up seeing her general practitioner on (B)(6) for an unrelated reason and brought up the pain and the general practitioner told the patient to get to the emergency room as soon as possible and they were going to call an aid car, but the patient¿s husband drove her to the emergency room. The general practitioner told the patient it was life and death. The patient stated that is was more than infection. The patient got to the emergency room and they pumped her full of morphine, and had IV¿s in both arms to stabilize her. The patient noted she had a bladder infection on her date the implantable neurostimulator (ins) was implanted. The patient noted the infection was confirmed. The patient reported her pain level was a 12. The patient stated that she had pain that began after implant, and then 5 days after implant they had extreme pain. On (B)(6) the infection was discovered, they went to the emergency room, and the ins was removed. The patient stated they took both oral and IV antibiotics. The patient also stated they had total system explant. The patient stated nurses come to her house every other day to change the bandages. The patient was still taking oral medication at the time of the report. The patient noted they still had pain, but it was not as bad. The patient noted it was a very serious situation. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.